Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the radial artery. The non calcified, de novo lesion was located in an unspecified vessel. The physician advanced the 3.5 x 15 mm quantum maverick balloon to the lesion. On the first inflation the balloon was inflated to 6 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).